Event description:
Upon initiation of treatment the pt complained of pain at her arterial fistula needle puncture site. The arterial pressure was also observed to be abnormally high. The treatment was stopped and the patency of the needle was assessed. There was no problem identified with the needle position, it aspirated and flushed easily, and there was no evidence of extravasation of blood. When the pain did not subside, the nurse elected to remove the first arterial needle. The pt did not receive heparin and while the nurse was re-cannulating the pt's fistula, the blood in the extracorporeal circuit was stagnant for fifteen minutes. The pt complained of chest pain, shortness of breath and nausea shortly after restarting treatment. The nurse observed red fluid in the dialyzer and dialysate line that tested positive for blood. The pt was admitted to the hospital and treated for hemolysis. The cause of the hemolysis is unk. The following day, (B)(6) 2010, the pt received a 2.5 hours treatment on an asahi rexeed 18 sx dialyzer, with no problems reported. The phoenix machine was inspected and found to be operating within manufacturer specifications. The blood tubing set and bicart were discarded and not available for analysis.

Manufacturer narrative:
The blood tubing set involved in this incident was discarded by the facility and will not be available for investigation. Gambro identified the lot number of the cartridge blood tubing sets used in the following day of the event the bts lot number in the dialysis unit's supply room was 07r158209. This lot was visually inspected, functional and dimensional testing performed with no failures detected.